Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon and a 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole for when inflated at 10atm upon second inflation. The devices were removed without any problem by using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.